Event description:
It was reported that the ventilator was not delivering the set volume while connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A maquet field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the issue related to a difference between the set and delivered volumes. The ventilator passed all safety and functional tests and ventilated on a test lung for 30 minutes without any deviations. Logs were downloaded and returned for investigation, and no parts were replaced. The ventilator was returned to clinical service. Evaluation of the returned logs shows that the ventilator generated several clinical alarms at the time of the event. These alarms are to be expected during situations when leakage is detected by the ventilator system. Since a leakage had occurred, the delivered volumes to the patient were lower, which explains the issue noted by the user. There is no evidence in the logs to support any technical malfunction of the ventilator system. Based on our investigation, it is our conclusion that a leakage occurred during patient treatment, most likely related to patient ventilating circuits and patient interface connection. The ventilator system detected the situation, and generated appropriate alarms to the user.

Event description:
(B)(4).